Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex, nutrineal pd4 unknown bag and physioneal unspecified product therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with moderate sterile peritonitis and was hospitalized. It was unknown if remedial therapy was prescribed. The patient was discharged from the hospital the same day. On (B)(6) 2010, the patient recovered from the sterile peritonitis. Extraneal viaflex, nutrineal pd4 and physioneal therapies were ongoing.